Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). No troubleshooting was performed related to the volume discrepancy. The cause of the discrepancy was not determined. The pump was refilled. The patient followed up in the clinic on (B)(6) 2015. The patient had a gradual onset during adulthood of pink blisters on the left scrotum; diagnosed as pressure ulcer of unspecified site, stage 1 on scrotum. The patient and their wife were monitoring it, putting lotion on it that was recommended by the wound nurse and it was healing. Alleviating factors were peritoneal dialysis, rest, keeping it clean and dry and limiting pressure on it chronic renal failure. The plan was to refill the pump by (B)(6) 2015 and watch the ulcer. The patient followed up in the clinic (B)(6) 2015 for a pump refill. The pump was last filled (B)(6) 2015 20ml with same dose. The patient heard an alarm but the healthcare provider did n ot. It was planned to do the next baclofen refill in (B)(6). The patient experienced spasticity but it was not painful. It was also noted the patient denied spasms/spasticity. The pump holds 40 ml of baclofen (lioresal). The pump was interrogated. The pump was accessed and 10 ml of residual baclofen was removed and replaced with 40 ml of baclofen 500 mcg/ml. The patient did not have increased symptoms. Because there was a large residual of 10ml, the plan was to monitor the patient and if symptoms develop the pump would be evaluated. Interrogation and update was done with the same dose of 140 mcg/day. The low reservoir alarm date was (B)(6) 2016. The patient followed up with the physician on (B)(6) 2015. The patient complained of skin lesion and had been dealing with some granulation tissue at his catheter insertion site. The patient experienced anxiety that was sudden in onset 2 weeks prior and was ongoing. The frequency of the episodes was daily and increasing. The length of the episodes was 5 minutes. Alleviating factors were deep breathing. Pertinent findings - avoidance behavior, dizziness with position change, dyspnea, lightheadedness and sweating. The patient denied diaphoresis, feeling of dread and palpitations. The patient had a recent prolonged hospital stay, 11 months in seattle including long term acute care, rehabilitation. The patient was currently on dialysis. The patient followed up with a nutritionist for hypoalbuminemia. Active diagnoses include anemia nec, benign hypertension, chronic kidney disease stage ill, diabetes type ii (niddm), diabetes type ii uncontrolled, quality - insulin dependent, esophageal reflux, hypertension kidney disease ben w/0 chronic kidney disease, bronchogenic malignant ,stage 1, poorly diffused, non-small cell. Obesity unspecified, obstructive sleep apnea, other constipation neurogenic bowel, panic disorder [episodic paroxysmal anxiety] without agoraphobia, paraplegia, (complete) with spasticity of muscles, paraplegia complete with spasm, pressure ulcer, pressure ulcer of unspecified site stage 1 on scrotum, pressure ulcer stage IV left ischial tuberosity, renal failure on dialysis, renal osteodystrophy, type 2 diabetes mellitus with other specified complication unspecified kidney failure on dialysis. Panic disorder [episodic paroxysmal anxiety] without agoraphobia. Paraplegia, complete (t4) alcohol history was currently drinks alcohol and the frequency was rarely. The patient had never used illegal drugs. Tobacco history quit in 2009. Drug allergies; septra and metformin. Surgical history includes hernia, inguinal lobectomy 2009 left upper lobe, neck surgery 2014 cervical spine spinal stenosis back surgery 2003, 2003 spinal stenosis, femur 2004, 2004 fracture . Patient weight was (B)(6). CT scan (B)(6) 2010 chest, for lung cancer 2009. Test results - hgbalc level 6.5 3 months ago. Believes he got one at dialysis, but no results. Concomitant medications: aspirin 325 mg tab, 1 tablet oral daily. Atorvastatin 10 mg tablet, 1 tablet oral bedtime. Bupropion hci 75 mg tablet, 1tablet oral twice a day. Calmoseptine 0.44 %-20.6 % topical ointment. Calcium 500 mg tab, 1 tablet oral twice a day. Colace 100 mg cap, 1 capsule oral daily. Combivent 18 mcg-103 mcg/actuation aerosol inhaler, 2 puff(s) inhaler every 4-6 hours as necessary. Gabapentin 100 mg capsule, 1 capsule, oral, daily. Lisinopril 40 mg tablet, 1 tablet oral daily. Lorazepam 1 mg tablet, 1 tablet, oral at bedtime as needed for panic attacks: start (B)(6) 2015 and end (B)(6) 2016. Novolog flexpen 100 unit/ml subcutaneous, 12 unit subcutaneous three times daily oxybutynin chloride 5 mg tablet, extended release 24 hour, 1 tablet oral daily. Pantoprazole 40 mg tablet, delayed release, 1 tablet, oral daily. Immunization hx: influenza type: fluvirin date administered: (B)(6) 2013. Influenza type: fluzone multidose 3+ yrs date administered: (B)(6) 2015 pneumococcal type: ppsv23 date administered: (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving lioresal (500 mcg/ml at 140.03 mcg/day) via an implanted infusion pump. It was reported that the lot number for the new lioresal was n569969, however the lot number for the lioresal involved in the event was unknown. The indication for use is intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2015 there was a volume discrepancy at the refill. The actual reservoir volume was 10 ml and the expected volume was 1.5 ml. It was noted that the hcp was not aware of any previous volume discrepancies and the pump was refilled and would monitor the situation going forward. No patient symptoms were reported, the patient did not notice a change in therapy over the past refill cycle. Further follow up was done to determine the lot number of the lioresal, the cause of the discrepancy, and if any actions or interventions had occurred as a result of the event.